Event description:
The account stated that the nurse call is not working through the bed.

Manufacturer narrative:
The technician isolated the issue to the junction box. He replaced the junction box assembly to repair the bed.